Event description:
It was reported device recapture difficulty occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds) and watchman access system (was). After deployment, while still attached to the core wire, the closure device dislodged from the laa. Difficulty was experienced attempting to recapture the closure device. Constant force was applied to the wds, and the closure device was quickly recaptured. The closure device was removed from the patient and the procedure was successfully completed with a new 30mm closure device. No patient complications were reported.

Manufacturer narrative:
Device analysis the returned product consisted of a watchman delivery system (wds) with the closure device deployed. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath. The tri-cuts of the wds tip were flared and abrasions were present on the inside of the sheath tip. The closure device had anchor damage and two metal struts were hooked together. The observed tip and anchor damage is consistent with deployment, recapturing, and redeployment of the closure device. Product analysis could not confirm the reported event of device difficult to recapture as clinical circumstances could not be replicated.

Event description:
It was reported device recapture difficulty occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds) and watchman access system (was). After deployment, while still attached to the core wire, the closure device dislodged from the laa. Difficulty was experienced attempting to recapture the closure device. Constant force was applied to the wds, and the closure device was quickly recaptured. The closure device was removed from the patient and the procedure was successfully completed with a new 30mm closure device. No patient complications were reported.